Event description:
It was reported that a spectrum pump displayed system error 107 in the med 4 care area during therapy (medication, programmed amount and delivery rate unknown). Any patient injury or medical intervention is unknown.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device was found out of specification in relation to the reported system error which was reproduced during evaluation and confirmed through a review of th device event history log. System error 107 was caused by a severed motor mount screw lodged in between the gears. The failed motor assembly and screws were replaced.